Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Manufacturer report number: 2938836-2019-03774. It was reported patient presented for a right ventricular lead revision and device replacement procedure. Previously, a patient notifier and an alert on merlin remote monitoring was received for rising high voltage right ventricular lead impedance. The right ventricular lead was capped and replaced on (B)(6) 2019. Physician also elected to explant and replace the device prophylactically due to device being under advisory. The patient was stable post-procedure.

Manufacturer narrative:
Interrogation of the device revealed it was above eri when received. Based on this information, the device was found to communicate appropriately with a merlin programmer and has not reached the elective replacement indicator (eri). The device is included in the premature battery depletion with implantable cardioverter defibrillator advisory notice issued by st. Jude medical on 11 october 2016.